Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the radial artery. The 10x2.25mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal (dx) artery. After predilating the lesion, a 2.25x12 taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and the shaft broke. The device was removed and the procedure was completed without placing a stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified kinks along the entire length of the hypotube shaft. There was no break noticed along the length of the shaft. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the radial artery. The 10x2.25mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal (dx) artery. After predilating the lesion, a 2.25x12 taxus liberte stent delivery system (sds) was advanced but could not cross the lesion and the shaft broke. The device was removed and the procedure was completed without placing a stent. No patient complications were reported and the patient's status is stable.